Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. No blank display anomaly noted. Unit alarmed motor error during basic occlusion test due to corrosion at the motor assembly. Unable to perform prime test, excessive no delivery test, occlusion test and delivery accuracy test due to motor error alarms. The electronic assembly found with traces of corrosion per visual inspection. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer states the display did not return. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.